Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory pressure transducer printed circuit board (pcb) were replaced but no parts where returned for further investigation. No device logs were provided for evaluation. A defect pressure transducer pcb may lead to a false measured pressure and a pressure that deviates from the set pressure parameters. If the measured pressure exceeds the user set alarm limit, this failure will be noticed by the user by generated high priority alarms and the safety valve will open. If present, the fault will be detected during pre-use check. Since no parts were received for investigation the root cause cannot be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).